Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient was treated for a distal femur fracture in (B)(6) 2011. In (B)(6) 2013 the patient was operated on for pseudoarthrosis with a variable angle condylar plate. On (B)(6) 2013 it was noted the condylar plate had failed and it was removed. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device history record review was conducted and no complaint related issues were found.

Manufacturer narrative:
X-ray dates.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hrs and hwc. (B)(4). A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. (B)(4). Placeholder.